Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to the site registration numbers, and g2. The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. Based on the results of the investigation, the definitive root cause of the e139 pairing time out could not be determined, however it was noted that the issue resolved upon replacing the batteries. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. In a follow up communication with the fse, it was reported the pairing of the laser (subject device) with the footswitch worked once the customer replaced the batteries. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Field service engineer (fse) reported unable to pair the customers wireless footswitch to the loaner tfl-pls soltive laser (the loaner did not come with a wireless footswitch). Fse reported getting an error e139 pairing time out. The customer footswitch, however, did worked with the customers laser system. The reported issue occurred during installation of the loaner laser. There is no patient involvement on this reported event. No harm was reported, no user injury reported due to the event.